Manufacturer narrative:
Stryker observed the code during routine maintenance. The field service technician could not duplicate the event code. The code was cleared, and proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the technician observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.